Event description:
The customer reported that the insulin pump shut down completely. Customer tried using three different batteries, yet the problem persisted. Customer's blood glucose was 135 mg/dl. No signs of physical damage were found and the insulin pump had not been bumped, dropped, or exposed to moisture. No corrosion was noted. Following advice for the customer to insert a new battery, the display did not return. Customer was advised to remove the battery for ten minutes. The customer requested that the insulin pump be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked and bleeding display glass. No blank display was noted. The insulin pump was also received with a cracked display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.